Event description:
Pump alarm occurred during loading, prompting no adverse impact to customer¿s blood glucose level. Caller followed prompt to remove used cartridge and attempted a new load, but cartridge alarm persisted, preventing insulin therapy resumption. Technical support assisted caller in loading a new cartridge, provided storage instructions, confirmed shipping details, and arranged pump replacement. Caller will use an alternate insulin delivery method until replacement arrives.